Event description:
Customer contacted haemonetics on (B)(6) 2010 reporting they had blood inside their orthopat machine. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2010 reporting they had blood inside their orthopat machine. No injury or reaction was reported. Evaluation of the returned device confirmed a fluid spill in the machine. The issue caused damage to various components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). (B)(4)..